Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn, as no device was returned. Synthes is unable to determine the manufacture date without lot number.

Event description:
Pt was scheduled for a re-position of a pedical screw. During the procedure, surgeon noted screw had broken. Broken screw was removed. The screw was not replaced.